Event description:
A malfunction alarm occurred during a load cartridge event. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to call back if any issues reappeared and was able to continue using the pump.